Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 12 october 2016. The fse found the incubator belt loose and incubator encoder disc out of alignment, the enginee, tightened the belt and adjusted the encoder disc. The engineer ran cup transfer test 15 times with no errors.the aia-900 was working as intended. No further action required by fse. The probable cause of the event was the incubator encoder out of alignment and the incubator belt loose

Event description:
On (B)(6) 2016 a customer reported errors 4153 c trans z home over run and 2161 c- transfer cup with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctni2 and ckmb patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.